Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted at the emergency department due to history of syncope and following ECG. X-ray revealed that the ventricular lead was dislodged. Loss of capture was noted. The following day, repositioning the ventricular lead was attempted but lead would not anchor properly. After several failed attempts, physician discarded and replaced the ventricular lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information indicated that the patient was stable before, during and after the procedure, and recovered well. The discarded lead was recovered, sterilized and will be returned.